Event description:
Enseal laparoscopic tip broke off inside patient during surgery. Tip was successfully retrieved by surgeon. Broken tip and handpiece were saved and placed in biohazard bag, and given to operating room nursing manager, who then gave device and tip to risk management.